Event description:
It was reported by the patient as a result of a legal claim that on (B)(6) 2021, she underwent right hand surgery to fuse the mp joint of the index finger using a stryker titanium plate, screws and bone harvested from her right hip to facilitate the fusion. Allegedly approx. 5-6 weeks out from the surgery the titanium plate broke directly over the joint. Patient stated that she had been wearing the splint prescribed by her surgeon the entire time. In (B)(6) 2021 she started using an orthofix bone stimulator 3 hours per day as prescribed by her surgeon to no avail. It is further alleged that on (B)(6) 2021, she underwent a 2nd surgery to have the plate and screws removed.

Manufacturer narrative:
The information in this report was provided by stryker legal affairs department. No additional information is available currently due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Device disposition unknown.

Event description:
It was reported by the patient as a result of a legal claim that on (B)(6) 2021, she underwent right hand surgery to fuse the mp joint of the index finger using a stryker titanium plate, screws and bone harvested from her right hip to facilitate the fusion. Allegedly approx. 5-6 weeks out from the surgery the titanium plate broke directly over the joint. Patient stated that she had been wearing the splint prescribed by her surgeon the entire time. In (B)(6) 2021 she started using an orthofix bone stimulator 3 hours per day as prescribed by her surgeon to no avail. It is further alleged that on (B)(6), 2021, she underwent a 2nd surgery to have the plate and screws removed.

Manufacturer narrative:
The reported event could be confirmed, since the broken plate is visible on the received pictures. A device inspection was not possible since the affected device was not returned. The received picture and x-ray were reviewed. On the picture and as well on the x-ray is a anthrazit colored broken plate with with 13 holes visible. Together with the plate are on the picture 8 green colored screws visible. Due to the very low quality of the x-ray also no root cause for the breakage can be defined. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. More detailed information about the complaint event, including catalog- and lot number of the device and as well as the affected device, must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.